Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphraghmatic paralyis is a known potential adverse event.

Event description:
During a pulmonary vein isolation (pvi) procedure, loss of phrenic nerve capture was observed through compound muscle action potential (cmap) monitoring while treating the right superior pulmonary vein. Using fluoroscopy the patient's diaphragm was observed to have slightly risen but its movement had not completely stopped. The patient was asymptomatic throughout.